Manufacturer narrative:
Batch review performed on 12.02.2021: lot 188998: (B)(4) items manufactured and released on 4-feb-2019. Expiration date: 2024-01-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in after 8 months from the primary surgery reporting instability due to laxity. The cause of the laxity is unknown. The surgeon revised the 02.12.0310fl gmk-sphere tibial insert - flex s3l - 10 mm with a gmk-sphere tibial insert - flex s3l - 17 mm to give the patient more stability. The surgery was completed successfully.